Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
It was reported that the down arrow button was sticking and is intermittently activating the desired pump function. The pump reportedly has not been exposed to moisture and the keypad is still intact. There was no adverse event associated with this complaint.